Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the catheter was entrapped on the guidewire. The target lesion was 99% stenosed, severely calcified, mildly tortuous and located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During use, the jetstream became entrapped on a thruway guidewire. The procedure was completed with a new device that was the same model. There were no patient complications.

Event description:
It was reported that the catheter was entrapped on the guidewire. The target lesion was 99% stenosed, severely calcified, mildly tortuous and located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During use, the jetstream became entrapped on a thruway guidewire. The procedure was completed with a new device that was the same model. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter state: (B)(6). Device evaluation by manufacturer: the device returned consisted of a jetstream atherectomy catheter with a thruway guidewire still inside the catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. The guidewire was pulled out from the jetstream device without any issues. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device revealed no damage or irregularities.